Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (cx) artery. A percutaneous coronary intervention (pci) was planned. Pre-dilatation was performed with a 2x10mm balloon at 10 atmospheres (atm) and the 2.5x23mm xience xpedition drug eluting stent (des) was deployed at the target lesion. Post-dilatation was completed with a 2.5x10mm nc balloon at 20 atm, after which, a distal edge dissection was noted. A 2.5x18mm xpedition des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.